Event description:
MFR received a report of a pt lift tipping and dropping the pt to the floor. As a result of this incident, the pt allegedly sustained a compression fracture. A subsequent evaluation did not find any malfunction.